Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels was cultured. Less than one (1) cfu of a microorganism was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The channels were flushed with aniosyme synergy 5 detergent. There was an aspiration of water through the instrument/suction channel as well. The aer used was a getinge ed-flow along with getinge poka-yoke dlc detergent and aperlan poka-yoke (agent a & agent b) disinfectant. The customer stored the scope in a cabinet without drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii gastrointestinal videoscope on january 6, 2022. The scope tested positive for greater than two hundred (200) colony forming units (cfus) of escherichia coli. On january 13, 2022, the operating channel tested positive for one (1) cfu of escherichia coli. The suction channel tested positive for greater than two hundred (200) cfus of klebsiella pneumoniae and escherichia coli. On january 25, 2022, the scope tested positive for greater than two hundred (200) cfus of microorganisms. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out/discolored, and the image guide boot was broken. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.